Manufacturer narrative:
B5 should include that the left ventricular (lv) lead exhibited high capture thresholds and failure to capture in initial report.

Event description:
It was reported that the right ventricular (rv) lead exhibited high defibrillation impedance. No intervention was reported. The patient condition was unknown. New information received notes that the high defibrillation impedance was noted in clinic. Imaging was performed. The patient was in stable condition. New information received notes that the patient presented for an explant procedure. During the procedure, while attempting to explant the right ventricular (rv) lead, it was noted that the rv lead broke. Upon review, it was noted that the lv lead exhibited high capture thresholds and failure to capture. It was then noted that the left ventricular (lv) lead was harmed in the process of extracting the rv lead. The lv lead was attempted to be extracted and broke. The rv and lv leads were capped and replaced on (B)(6) 2026. The patient was in stable condition.

Event description:
It was reported that the right ventricular (rv) lead exhibited high defibrillation impedance. No intervention was reported. The patient condition was unknown. New information received notes that the high defibrillation impedance was noted in clinic. Imaging was performed. The patient was in stable condition. New information received notes that the patient presented for an explant procedure. During the procedure, while attempting to explant the right ventricular (rv) lead, it was noted that the rv lead broke. It was then noted that the left ventricular (lv) lead was harmed in the process of extracting the rv lead. The lv lead was attempted to be extracted and broke. The rv and lv leads were capped and replaced on (B)(6) 2026. The patient was in stable condition.